Event description:
It was reported that stent partially deployed occurred. A 10x60x75 epic¿ stent was selected to treat the lesion. During procedure as the device was being inserted via a guidewire into the bile duct, strong resistance was encountered. The stent was removed from the patients' body and was fount that the stent had been deployed slightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the safety-lock was securely attached to the rack. The distal end of the stent was partially expanded a length of 30mm. The outer shaft was buckled 12cm ¿ 16cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed partial deployment and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partially deployed occurred. A 10x60x75 epic stent was selected to treat the lesion. During procedure as the device was being inserted via a guidewire into the bile duct, strong resistance was encountered. The stent was removed from the patients' body and was fount that the stent had been deployed slightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.